Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappeared.